Event description:
Based on additional info received on (B)(6) 2014 from a nurse, the case initially considered as non-serious, was upgraded to serious (required intervention). This unsolicited device case was received from united states on (B)(6) 2013 from a physician. Based on additional info received on (B)(6) 2014, the event of allergic reaction/flare was added. Also, the event of both knees severly swollen, pain and swelling were added as the symptoms of allergic reaction/flare. This case concerns a (B)(6) female pt who experienced allergic reaction/ flare after receiving synvisc-one injection. The pt's allergies included swelling and congestion with sulfadiazine. No relevant medical history, past drugs, concomitant medications or concurrent condition was reported. On (B)(6) 2013, the pt received treatment with synvisc-one injection, once (batch/lot: r1303 and expiration date: 04/2016; route: unk) in both the knees for knee pain. On the same day, the pt had flare related to the injection. On (B)(6) 2013, the pt experienced pain and swelling. It was reported that the pt used ice, ibuprofen (advil) and paracetamol (tylenol) to relieve symptoms. Also, reported that the pt was given methylprednisolone (methylprednisone) to treat allergic reaction. On (B)(6) 2013, five days after synvisc one injection, the pt's both knees were severely swollen. On (B)(6) 2013, the pt recovered from the event. Outcome: recovered/resolved. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Reporter causality assessment: events were related to the product. Seriousness criteria; required intervention. Additional info was received on (B)(6) 2013. Ptc investigation report was added. Additional info was received on (B)(6) 2014 from a nurse. The pt's allergy history was added. The synvisc-one batch/lot number, expiration date, location of injection and indication were added. The event of allergic reaction/flare and event details were added. The pt's clinical course (treatments) was updated. The reported causality assessment was added. Pharmacovigilance comment: sanofi company comment follow up dated (B)(6) 2014: in this case, the causal role of synvisc one cannot be excluded for the occurrence of the event of allergic reaction, however the lack of info regarding the underlying medical history and the concomitant medications used by the pt precludes the complete case assessment.